Manufacturer narrative:
The device received with operating currents within specification. The device passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime during prime or compromised force sensor system test due to faulty fsr. Unable to perform occlusion test, dat test and excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. The device received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. The device received with minor scratched display window and case. The device received with missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s spouse reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2018 insulin pump alarmed the customer¿s blood glucose level was 4.8 mmol/l at the time of the incident. The customer¿s spouse stated that customer's high blood glucose started on (B)(6) 2018 with a blood glucose reading of 15.6 mmol/l and went up to 18.0 mmol/l. Customer's spouse reported blockage in the infusion set cannula. Customer was treated with insulin drip at the hospital. Customer's spouse also reported that the insulin pump had a motor error alarm. The customer¿s parent stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer¿s spouse was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.